Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A biomedical technician (biomed) at a user facility reported that a fresenius 2008t hemodialysis (hd) that failed to power on and gave off a burning smell upon powering up. Upon follow up the biomed reported the machine had a burned rocker switch and rocker switch wiring. The burned components were noticed during machine repair. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The biomed replaced the rocker switch, rocker switch wire, logic board, and power supply to resolve the issue and return the machine to service. The unit was returned to service at the user facility without issue and without reoccurrence of the event.

Event description:
Upon follow up with the biomedical technician, it was confirmed the machine has 19,212 hours of use, and confirmed the machine had not had prior electrical issues, and was plugged into a gfci outlet.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A biomedical technician reportedly replaced the burned rocker switch and rocker switch wire, along with the power supply and logic board to resolve the issue and return the machine to service. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.